Manufacturer narrative:
Submitted: 01/10/2017. The pump has been returned and evaluated by product analysis on 12/13/2016 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. This report is made based on results of investigation completed on 12/13/2016.